Event description:
Customer called to report that she was hospitalized due to high blood glucose and ketoacidosis. The blood glucose reading was over 600 mg/dl at the time of admission. Customer stated that her insulin pump was not working correctly and was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.